Event description:
It was reported that when using the bd pyxis¿ anesthesia station es power issue. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had been repeatedly making connect/disconnect sounds and was slow to log in, the issue was suspected to be caused by the thermal printer failing to connect properly. A field service engineer (fse) reseated the biometric identifier (bio ID) cable, but the device continued to fail. And the printer was replaced to resolve the issue. A final test was performed, and the customer successfully printed a report and verified the printer functionality. The system functioned as intended after the field service engineer repaired the device.